Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient was in a car accident and that they were in pain afterwards. The patient increased stimulation following the car accident but they were unable to turn it down because their patient programmer was not powering up. The patient noted that they were feeling a shocking sensation when they cough or move a certain way. A new programmer was sent to the patient and they were able to turn stimulation down but they still feel shocking when the move. MRI compatibility guidelines were provided to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient's stimulator had moved because he was in a car accident. Patient stated he was having back pain 2 weeks after the accident.no further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97740, serial# (B)(4). Product type programmer, patient product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient was in a car accident on (B)(6) 2018 and experienced a loss of relief due to lead migration. An x-ray confirmed that the lead came down one vertebral body which caused the loss of relief. The leads were replaced to resolve high impedances. The issue was resolved at the time of the report, and the patient was experiencing stimulation in all desired areas. There were no further complications reported or anticipated.